Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an occurrence of an area of 15 centimeters by 15 centimeters cutaneous hyperesthesia post-implant on the posterior thoracic region. There was ¿tensperi-cicatricial¿ neuropathic pain also noted as allodynia at the level of the connection of electrode and extension. The event was not related to the procedure and it was unknown if it was related to the device. Actions required as a result of the event included a sub-cutaneous percutaneous electrode being implanted. The implant had not occurred yet but it was noted it would be. Outcome was unknown at the time or report. A follow-up report will be sent if additional information is received.